Event description:
It was reported that the micro sagittal saw ran without user activation during a routine equipment eval at the user facility, by a MFR's service tech. There was no pt involvement, and there were no user injuries or adverse consequences.

Manufacturer narrative:
Upon disassembly, widespread corrosion was observed. The presence of widespread corrosion is likely to cause or contribute to the handpiece having run-on.